Manufacturer narrative:
The complaint of leaks on item 011-c32029 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where it was stated there was leakage during infusion of durvalumab 1500 mg in n/s 250 ml. The medication was infused over 2 hours when leakage occurred. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending. Additional reporter: (B)(6).